Manufacturer narrative:
Calibration and qc were acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result was 330 ng/l. This result was reported outside of the laboratory. On (B)(6) 2020 the sample was repeated with results of 12.3 ng/l and 12.4 ng/l. The troponin t hs reagent lot number was 470034. The expiration date was not provided.